Event description:
Per raised with minimal info. The surgeon mr (B)(6) reported via the sales rep, (B)(4) that a revision hip procedure took place due to dislocation. (B)(6) qara have requested further details regarding the event.

Manufacturer narrative:
A 14 x 155 conical stem was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's dislocation. An eval of the device cannot be performed as the implants are not made available for investigation by the customer. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.